Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Territory manager reported via phone call cosmetic damage and keypad anomaly on the insulin pump. Customer's blood glucose level was 211 mg/dl. Troubleshooting for cosmetic damage was performed. Tm advised the display screen was hard to see and the buttons were hard to press. Tm advised there was a crack on the top right side of the display screen. Troubleshooting for keypad anomaly was performed. Customer needed to press the esc and act buttons multiple times to get them to work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window and with intermittent escape, act, express button, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads and with stripped battery cap coin slot.